Event description:
It was reported via the distributor that the bed was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler gas cylinder was bent and the fowler mounting tab was damaged.

Manufacturer narrative:
Follow-up submitted as investigation determined the fowler gas cylinder was bent and the fowler mounting tab was damaged. This is not likely to harm the patient as the fowler was able to lower to the lowest position which is desired for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.